Manufacturer narrative:
The insulin pump was received button error alarm due to corroded keypad traces. No moisture damage found inside the insulin pump. The insulin pump passed displacement test, operating currents, self test and off no power test. No battery out limit alarm noted during testing. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a button error alarm right after the insulin pump got exposed to moisture. The customer also reported that they received a battery out limit alarm after battery change. The customer's blood glucose was 185 mg/dl at the time of incident. The customer stated that the batteries were out greater than duration allowed by the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.